Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error and off no power. The blood glucose reading was 125 mg/dl. The drive support cap appeared normal and recessed. The insulin pump had not been exposed to a strong magnetic field. The rewind was successful with no alarms. The customer reported that the insulin pump did not alert for a low battery prior to the off no power. The battery was not previously used, the insulin pump had not been dropped or bumped and the customer reported that there were no unattended alarms. The customer reported that the battery cap was cracked. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The off no power and low battery alarms functioned properly. The pump passed the displacement, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarms were noted during testing. The pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the lcd window. No physical damage to battery cap noted.